Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 22.3 mmol/l. The customer¿s current blood glucose value was 16.7 mmol/l. The customer did not experience any symptoms of high blood glucose value. The customer treated high blood glucose with insulin pump. It was unknown that the auto mode feature was activated or not at the time of high blood glucose event. Customer stated they were not able to remove the batteries so the insulin pump turned off. No further complications were reported. The customer will continue to use the device.